Event description:
After hysterectomy portion of procedure completed. Hta machine indicated a kink in the line. Lines were checked-no kink found. Start button pressed to begin ablation. Machine proceeded with shut down mode. Tech support called and advised to set up machine with new procedure kit and complete procedure.

Event description:
Add'l info rec'd from MFR 3/23/04: a non reportable complaint was initiated on 08/07/03 based on a field service call from medical center. Customer indicated that during the hta procedure, when they started the heating stage, the system went to the end of the program as if it were in shutdown mode. Customer opened the cassette and found the line was kinked. They replaced the cassette and proceeded successfully with no pt complications. No product was returned for evaluation and a lot history search indicated no prior complaints reported against this lot. No conclusions can be drawn regarding the root cause for this complaint.